Manufacturer narrative:
(B)(4). Visual inspection and scanning electron microscopy (sem) were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, a tear in the shaft was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Coronary dilatation catheters (cdc), trek rx instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating and that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to operational circumstances and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x20 mm trek dilatation catheter was advanced through the radial access site to the uncalcified left anterior descending coronary artery and inflated to 12 atmospheres and ruptured with the first inflation. Reportedly, the device was not soaked prior to use. Another 2.5x20 mm trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.